Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted multiple call service 064 alarms. The patient reported that they had a blood glucose (bg) greater than 250mg/dl with abdominal pain, nausea, vomiting and large ketones. The patient was not treated above and beyond the usual routine of diabetes care and management. The patient was able to reboot the pump without call service alarm. The patient continues on the pump. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.